Event description:
*************************Do not complete this report *********************le patient a EU un changement de boîtier (car boîtier en fin de longévité). La patient est en bav complet en dessous. Le médecin a réalisé le changement de boîtier le 6 novembre. Lors du changement rien de particulier ne s'est produit et le soir le patient n'était plus stimulé dans le vd et il était en bav complet. La médecin a alors décidé de reprendre le patient au bloc le 7/11 au matin pour voir ce qu'il se passait, il a réouvert et ressayé de brancher les sondes, le pacemaker ne stimulait toujours pas. Il a alors changé de boîtier et tout a fonctionné correctement. J'ai récupéré le pacemaker et je vous l'envoie à clamart. Il n'a jamais été interrogé à ce jour.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
The conclusions are as follows: - the electrical characteristics of the returned device conformed to established specifications. Upon reception of the device, pacing pulses were generated appropriately by the device. - the visual inspection did not reveal any abnormality. The analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. - blood was noted inside the connectors as well as over the silicone cap. Blood introduction could have occurred during the lead connection. This may have been incurred through repetitive insertion and removal of the associated screwdriver and/or blood infiltration during the device implantation prior to lead insertion. - no tightening marks on the ventricular setscrew tip were noted, indicating an incorrect/incomplete lead connection which explains the reason why no pacing was seen. - based on the available information, no issue is suspected on the subject pacemaker. For more details, please refer to the report attached.

Event description:
Reportedly, the evening following a device replacement, the pacing did not work. The next day (7/11), the physician has performed a reintervention and tried to reconnect the leads but did not succeed. Therefore, the physician has replaced the pacemaker.